Manufacturer narrative:
.

Manufacturer narrative:
.

Event description:
It was reported that a man has been treated with allevyn gentle border against a 5mm wound on the ankle. At the last exchange, there had been a sharp redness under the dressing and approximately 1 cm outside the dressing. The wound had become twice as big and strong red.